Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose while using a freestyle libre 3 plus cgm and treated with two glucose tablets after receiving a low alert, with the lowest cgm value of 55 mg/dl; the patient attributed the event to over-treating a prior high. Symptoms included hypoglycemia. Outcomes included unexpected medical intervention in the form of oral glucose administration. Investigation included communication with the patient and analysis of user-provided information. Investigation of this case revealed no findings and insufficient information to identify a device-related problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.